Event description:
The patient was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to implant the patient's contralateral ear has been scheduled.